Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "we had an issue with an infusomat that was infusing lipids. When the chief clinical engineering technician in the hospital tested the pump using water it was 4.35% in error which is within specification however when he ran the pump with the lipids it was approximately 8-9% in error. The chief clinical engineering technician couldn't run a proper flow test with the lipids as his flow analyser wouldn't prime when the lipids were ran through it. The chief clinical engineering technician is unsure if this was a coincidence or related to the lipids." Additional information received from reporter: "potential over infusion of feed - a smoflipid infusion was started on our patient on (B)(6) 2021 at 23.30. The lipid rate was set as per the prescription at 6.8ml/hr and due to run for the full 24 hours. At approximately 15.30pm on (B)(6) 2021 - the bag had run out in its entirety. This includes the 50ml overage listed on the bag. This was approximately 16 hours into the 24 hour prescription. The issue occurred on 4th and 5th august in st brigids ward. No patient harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: a visual inspection was performed. No visible damage were found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. No abnormalities were found in the device history. The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +4,12%. The device was disassembled and the inside was investigated. The emc protection shield were damaged by liquid. The goldcap on the mainboard was damaged. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. A second pc notification for the goldcap was created: added to the complaint malfunction could be found that the mainboard was damaged. Functional examination: a functional test was performed. The device passed the self test with a positive result. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The reported malfunction from the customer could be reproduce. If the battery was removed and the device was on without contact to the main, it should give an alarm for 3 minutes. At the sample the alarm was only given for about 30 seconds. That is not in our specification. A defective capacitor on the main board led to the faulty function. No visible damage could be found wich caused the damage of the capacitor.